Event description:
It was reported that during a ptca/stenting treatment procedue, the maverick otw balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a minimally tortuous proximal lad coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a magic guidewire and a 6 fr zuma2 jl3.5 guide catheter to cross the lesion. The maverick otw balloon was being used to predilate the lesion for placement of a penta 23/3.0 mm stent. The maverick otw balloon was removed and replaced with an extensole 15/3.0 mm balloon to successfully complete the lesion predilatation. The penta stent was successfully delivered and deployed. No pt injuries or complications were reported. Pt's status is reported as 'good'.